Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for a follow-up and in situ measurements showed some affected channels. Hearing performance with the device is reportedly not affected. The family is not aware of any incident of accident or trauma.

Manufacturer narrative:
Damage to the active electrode under the silicone overmold, likely caused by mechanical loads applied over time, was determined to be the root cause of device failure. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Device malfunction. Hearing performance with the device was reportedly not affected. The family is not aware of any incident of accident or trauma. The patient was re-implanted.